Event description:
It was reported during a case, the blade frayed 3/4 of the way through the case. Another blade was opened to finish the procedure. There were no pt consequences. First of 2 events; see 3007069406-2012-00404.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the returned device noted the electrode blade was loose from the bendable shaft. The electrode cutting edge may have undergone excessive lateral force application during use. The lateral force may have attributed to the blade coming loose at the weld joint between the bendable shaft and the electrode blade. The distal insulation that split/peeled back on the bendable shaft would have indicated that the device may have been aggressively used. Review of the lot history record was not possible since the lot number was not provided.